Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 30-may-2022, it was reported that while the patient was sleeping, the infusion set's tubing detached. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.